Manufacturer narrative:
The investigation of high purge pressure has been completed. There were no data logs returned for the complaint. The clinical details indicated that there was high purge pressure, two days after implant. The cassette was replaced but that did not resolve the issue. The heparin concentration was increased to 50 (u/l) and the purge flow rate improved from 1 milliliter (ml) to 3ml and there was no problem with pump operation. The next day, the patient went into cardiopulmonary arrest which was not related to the impella so the pump was emergently explanted as the patient expired. The returned pump was cut at the catheter and no red handle was returned to confirm the serial number of the pump. There were deformations on the blades of the impeller but none were fractured. Regarding the high purge pressure, there was no kinks seen in the returned portion of the catheter. There was a slight film in the purge gap but that was cleared after the pump was soaked. As part of the investigation the catheter was then cut near the motor housing and no kink in the purge line was seen or signs of blood ingress. A syringe with fluid was used in the purge line and fluid expelled very easily from the purge gap. Due to lack of sufficient product returned as well as data logs, the root cause of the high purge pressure could not be determined. D.9 date device returned/information was added. E.1 address line 2 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25674. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25674 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25674.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp device was implanted preoperatively and two days into impella cp support, the system triggered high purge pressure and purge system blocked alarms. The purge cassette was replaced during troubleshooting, but the issue persisted. Heparin dose was increased in response to the condition and ongoing monitoring had been outlined for support. Upon follow up, it was verified that the purge issue resolved with the noted intervention. Support continued for two more days until the patient suffered a cardiopulmonary arrest while waiting for ventricular septal perforation repair and passed away. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome. However, the impella is unlikely related to the reported death. The patient was continued on impella support, and the device was not removed because of the purge pressure issue. The patient was subsequently taken to the operating room for the cardiac surgical procedure: ventricular septal perforation repair where he met his demise.